Manufacturer narrative:
Depuy spine has requested return of the device. Upon receipt, an evaluation will be performed and a follow up will be submitted.

Event description:
The tip of the torque shaft was broken inside the set screw.

Manufacturer narrative:
Visual inspection found that the tip of the x25 driver had sheared off the instrument. The returned pedicle screw contained a small portion of the rod measuring approximately 5/8" long and the set screw. Damage was noted around the tulip head and screw shank which was most likely caused from the removal of the pedicle screw. Scanning electron microscopy (sem) was performed on the fractured surface to facilitate a more detailed investigation of the fracture characteristics of the sample. The sample needed to be sectioned for this analysis. An overall view of the fractured surface shows evidence of a torsional shear quasi-static failure starting at the hexlobes and is extended to the center of the shaft. The existence of several cracks indicates that failure occurred due to high torsional shear loads. A review of the complaint trend analysis found 7 related complaints for tip breakage. A review of (B)(4) noted that the related potential failure mode was identified as having a complaint rate of 0.001% and is deemed as broadly accepted risk. The root cause is undetermined, however, sem analysis indicated that the failure occurred due to high torsional overload. At the time of the investigation, the torque handle wrench was not available for evaluation. At this time, this complaint is closed.